Event description:
It was reported that the ilet user experienced low blood glucose after not announcing a snack of popcorn chips. Glucose trended high overnight to a peak of 240 mg/dl and then declined despite the system¿s corrective dosing, with a documented low of 64 mg/dl and low alerts issued. The user received troubleshooting and education on best practices for meal announcements and was advised by their healthcare provider to temporarily discontinue pump use and transition to injections. Symptoms included hyperglycemia, hypoglycemia, diaphoresis, and finger numbness. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to missed meal announcement, and a user-interface involvement; the medical device problem was categorized as improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.